Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon could not be duplicated, however the scope communication error b30 was displayed. Also there was no abnormality on the exterior of the subject device and the subject device had no water leakage. Omsc investigated the subject device and identified that the reported phenomenon was attributed to the failure of the electrical circuit in the video connector. The failure of the electrical circuit in the video connector might be attributed to the damage of the electrical component due to the repeatedly applied electrical stress or accidental over current by applied static electricity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified laparoscopic surgery using the otv-s300 and the subject device, the endoscopic image became black, then the image like sandstorm appeared, also the scope communication error e226 was displayed. The user restarted the otv-s300 however the issue could not be resolved. Furthermore the user replaced the subject device to the ch-s200-xz-eb, however the issue could not be resolved. Consequently the user replaced the endoscopic system to non-olympus endoscopic system and completed the procedure. There was no report of patient injury associated with this event.